Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that there was not an audible notification for the occlusion alarm. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose was 366 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.